Event description:
Info received indicates, the caster wheels would still roll when the bed was pushed and in brake. There were no injuries and a pt was not in the bed.

Manufacturer narrative:
The technician found the brake and steering casters were not locking properly. He replaced the brake mechanism assembly to repair the bed.